Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had issues with four sensors from the same box. It was reported that three sensors were not giving the sensor glucose value and one sensor had missing cannula and experienced sensor glucose versus blood glucose differences. Customer's blood glucose was not reported.